Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer's blood glucose level was 785 mg/dl and had difficulty breathing. Customer was treated with manual injection. Customer did not allege insulin pump for under delivery. Customer declined to check air bubble and leak. The insulin pump will not be returned for analysis.